Event description:
A report was received that the patient would undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information was received that the patient was revised and reportedly doing fine.

Event description:
A report was received that the patient would undergo a pocket revision due to discomfort.